Manufacturer narrative:
PMA/510k: this product is not marketed in the us. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm, vicmo 13.2, -7.00 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was removed due to glare/haloes and blurred vision. It was reported that the problem was resolved and the surgeon does not plan to implant another lens. Patient current condition is good. In the reporters opinion the cause of this event was due to a patient related factor.